Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Ball heads dislocated from vario-cup three weeks after surgery.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features correspond with the valid specifications of the waldemar link (B)(4) at the time period, when the product was produced.

Event description:
Ball heads dislocated from vario-cup three weeks after surgery.